Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an over-infusion of calcium gluconate that was programmed to infuse at a dose of 50ml/h for 2 hours with the vtbi at 100ml however the 100ml infused within 9 minutes. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of an over-infusion of calcium gluconate was not confirmed. Physical inspection noted the device to be in good condition. Analysis of the pcu event log shows that on (B)(6) 2016 at 8:48am the module was programmed to infuse calcium gluconate for two hours, with a default rate of 50ml/hr and a default vtbi of 100ml. Primary volume infused from previous programmed infusions was noted at 0.0ml. Several ¿check IV set¿ alarms occurred between 8:48am and 8:52am, with the device being restarted during this time, and paused twice. The continuous infusion was finally started at 8:52am, and ran until 9:00am when the pcu was powered off. The total primary volume infused was 6.819ml. One minute later the pcu was powered on again and the module was programmed for a second infusion of calcium gluconate for two hours, with the default rate of 50ml/hr and a default vtbi of 100ml. The module infused for 8 minutes before an air in line alarm was recorded. The ¿silence¿ key was pressed several times between 9:09am and 9:16am; at 9:16am the module was paused, and was paused several more times between 9:16am and 9:28am until it was channeled off at 9:28am. Total primary volume infused was recorded 13.51ml. Standard rate accuracy testing using asm was performed; timed rate accuracy testing at the incident rate wasalos performed and te device was found to be performing within specification, with no instances of unregulated flow observed. The root cause for this event was not identified.